Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse did not observe an active leak but found dried residue in the area of the flow cell which appeared to have been blue fluid. The fse noticed that the blood sampling valve (bsv) was not rotating properly causing hemoglobin and hematocrit (h&h) mismatching in secondary mode. The fse proceeded to replace the defective bsv actuator to resolve the h&h mismatching issue and verified the repair as per established procedures. Failure mode of the leak is unknown as the fse could not replicate the leak. (B)(4).

Event description:
The customer reported approximately 10 ml of blue fluid leaked from the lh 500 hematology analyzer during startup. The customer indicated that the leak was not contained within the instrument and stated that the hemoglobin (hgb) mode to mode results did not match on controls. The operator was wearing personal protective equipment consisting of gloves, and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.